Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The insulin pump was received without the original battery cap. The device was unable to verify missing battery cap metal contact and visual inspection shows no damage to the battery tube spring. The pump was received with case scratched.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl. The customer just corrected her blood glucose and was about to change the battery when the battery compartment broke. The customer stated that the compartment will not stay attached and that the insulin pump is not working anymore. The customer treated the low blood glucose with the insulin pump. Customer¿s blood glucose level was 189 mg/dl at the time of the call. The customer was assisted with troubleshooting. The product will be returned for analysis.